Event description:
The patient had a dluvc (dual lumen umbilical venous catheter) placed which was infusing with ivf's and multiple medications and blood products before and after the code. Around 2330, two nurses noticed the second lumen was leaking occasionally. The rn's changed out the prn adapter hoping to resolve the problem. At 2345 while pushing prbc's, back pressure and the crack forced blood to splash back and the lumen was leaking at a large volume. The lumen was deemed non-functional and a new prn adapter was placed to cap the port. At 0020, a nurse practitioner was assisting in disconnecting the ivf's from the primary lumen so that blood products could be pushed via the uvc as opposed to the piv (peripheral IV). In her attempts to disconnect, the primary lumen hub then also broke. At the same time the line itself snapped. The portion of the uvc which remained in the vessel was clamped (due to the patient's condition of dic--disseminated intravascular clotting) and is slowly being removed by the team. Uvc was removed without any issue. Piv was able to be inserted immediately and a PICC soon after.